Manufacturer narrative:
Reported issue of clip difficult to release from catheter. The complainant indicated that the device has been disposed and will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental MDR will be filed.

Event description:
Note: this report pertains to one of two devices used during the same procedure. Manufacturer report # 3005099803-2015-01703 addresses to the first resolution clip device and manufacturer report # 3005099803-2015-01702 addresses to the second resolution clip device. It was reported to boston scientific corporation that two resolution clip devices were used during a colonoscopy procedure performed on (B)(6) 2015. According to the complainant, during the procedure, the first clip would not close or grasp onto the tissue. The user still attempted to deploy the clip, however; the clip was unable to release from the catheter. The second clip was able to grasp and lock onto tissue, however; the clip had trouble releasing from the catheter to deploy. When the clip finally released from the catheter, the clip ended up falling off the tissue. The detached clip was left to pass naturally, and the procedure was completed at this time. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be fine.